Manufacturer narrative:
H3: product analysis of part # 3606195, lot # k23f1265. Visual inspection confirmed the inner driver and the sleeve have been separated. Optical inspection confirmed the pin on the inner driver appears to have been overloaded during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the health care professional via a manufacturer representative regarding a driver used for spinal therapy. It was reported that the pin that creates a cross at the distal end came loose pre-operatively, while being pushed, it fell out and the rest of the driver then fell apart. There was no patient involved in this event. There were no further complications reported regarding this event.